Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis insertion, improper bone preparation, or prying and leveraging the device with excessive force.

Event description:
On 11/14/2025, it was reported by a sales representative via (B)(4) that an ar-3610pk-3 perc insert kit drill bit broke off deep inside the glenoid after drilling and inserting the first anchor. This occurred during use in a labral repair case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.